Manufacturer narrative:
The product was returned with a reported event of pocket pain. Interrogation of the device were found to be normal with an acceptable visual screen. No other anomalies were found.

Event description:
It was reported that the patient's pacemaker, right ventricular (rv) lead, and right atrial (ra) lead caused the patient pocket pain. It was also noted that their rv lead caused tricuspid valve regurgitation. The pacemaker, rv lead, and ra lead were all explanted. The patient's condition was unknown.